Event description:
It was reported that there was a malfunction of the lead due to the inability to fixate the lead and the lead dislodged. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.